Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging cable connector j702 on the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the belt could not run detect and treat testing .